Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the on/off button on their device did not work properly. During device evaluation, physio-control observed that the device had an ok icon in the readiness display and that the device's on/off button was intermittent. Sometimes the device would not power on, sometimes the device powered on automatically. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the on switch was shorting to ground, causing the device to randomly power on and off. Physio then removed and further evaluated the membrane switch panel. It was determined that the cause of the reported issue was due to the land between socket 1 (ground) and socket 6 (on/off) on the cable¿mounted plug connector, designator p5, on the membrane switch panel being shorted. This short on the cable¿mounted plug connector, designator p5, caused the device to randomly power on and off. The device was no longer under warranty. The customer was advised to purchase a new device. They authorized physio to dispose of the device for them.